Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported a patient implanted for non-malignant pain, complex regional pain syndrome type ii and rsd/ causalgia complex regional pain syndrome had infection issues at the pocket site following a revision. The site became infected and developed a hole. They tried to repair it but it was still not healing. They replaced the device with a new stimulator due to reinfection risk. They placed it under the patient's right breast. The patient was on antibiotics and was doing okay. The device would not be returned. The incision from the (B)(6) revision had not healed at the time of report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.